Event description:
Additional information received noted that the patient presented remotely. Upon reviewing the electrograms, the right ventricular lead appeared to sensed noise. The lead was capped and replaced on (B)(6) 2020. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was found the right ventricular lead exhibited oversensing lead noise. The device was reprogrammed. The patient was stable and would be monitored.